Event description:
An ortho-clinical diagnostic investigator identified two non-repeatable false positive anti-hbs results while performing routine analysis at a customer site. A false positive anti-hbs result presents a risk to public health. There was no report of patient harm as a result of this event.